Manufacturer narrative:
(B)(4). Date of initial report sent: 01/03/2012.

Event description:
Procedure type: sils oophorectomy. According to the reporter: in the later stages of the procedure, a piece of clear plastic was observed inside the pt. This was removed and found to have come from the neck of the endo roticulating grasper. The piece was matched to a space on the grasper and confirmed to be complete. The grasper was no longer required and the case continued without further incident. Pt is ok. No unanticipated issues arose due to this incident.